Event description:
A report was received that a patient's leads were explanted due to an infection at the lead incision site. The patient's symptom was pain at the incision site. The physician prescribed the patient vancomycin IV and antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.